Manufacturer narrative:
The manufacturer previously received information alleging an hourglass icon was displayed while flow was being provided. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated and it was confirmed in the log that ui-related self-test had been executed during ventilation behavior. As it was determined that ui-related failure occurred and only ui-related reboot occurred, the display including the touch panel and display board were replaced to address the issue.

Event description:
The manufacturer received information alleging an hourglass icon was displayed while flow was being provided. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.